Event description:
It was reported that the device "did not work and was removed." It was noted that the patient had interstitial cystitis and "needed" another device. If any additional information is received, a supplemental report will be sent.

Manufacturer narrative:
(B)(4).